Event description:
It was reported that a malfunction occurred on the pump, but there were no notable events leading up to it. There was no adverse impact to the customer¿s blood glucose level. The customer received pump reset information from technical support but was unable to reset the pump at the time; they were advised to follow up when able to perform a reset.